Manufacturer narrative:
Concomitant medical products: product ID: 429888, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product ID: dtma1qq, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. Product ID: 6935m62, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient¿s system was removed due to systemic infection, potentially caused by a pneumonia related to chemotherapy and radiation. No further patient complications have been reported as a result of this event.